Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that when tightening the needle onto a syringe, the safety broke off. Verbatim: I am reporting a product failure for issue ¿when tightening the needle onto a syringe, the safety broke off.